Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units battery is not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact information-name: (B)(6), email: (B)(6)occupation: biomed a getinge field service engineer (fse) evaluated and was able to verify the reported issue. Fse replaced the power slot interface pcb to fix the issue. Functional tested without any further issue or failures. All work performed and service completed. Safety, calibration, and functionality checks to factory specifications. Unit released to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department could not verify the failure of bay 2 slot not charging. Assy, unshielded power slot board interface passed testing. Retaining the assy, unshielded power slot board interface in fat dept. As per procedure 0002-07-d008 rev al.the non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a